Event description:
It was reported that the video system center displayed no image when triggered via the camera head. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 an olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: the signal was no longer processed on the system side. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image capture did not work was because the signal was no longer processed on the system side. In regard to the newly identified malfunction, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.